Event description:
It was reported that the ilet charger did not charge the device, evidenced by a blinking green indicator light despite use of multiple wall outlets, and a replacement charger was arranged. Symptoms included no adverse clinical effects and no reported changes in blood glucose. Outcomes included no injury, no medical intervention, and no interruption to therapy beyond the charging issue. Investigation included complaint handling and technical troubleshooting with the user. Investigation of this case revealed a suspected charger malfunction. It was concluded that the event was attributable to a malfunction of the charging accessory without patient harm.

Event description:
On (B)(6) 2025 (B)(6)- pt called in mentioning ilet charger is not working. Pt has the ilet on the charger but the green light is blinking. Pt tried different outlets but nothing works. Bg not impacted but new charger to be overnighted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.